Manufacturer narrative:
Same case as patient submitted MDR mw5029529.

Event description:
It was reported that left hip revision surgery was performed due to pain and other complications. Bilateral patient, right hip revision reported via MDR 3005975929-2017-00092.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to pain and other complications. During revision the bhr head was removed, however the bhr cup remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The provided implantation report did not show any inconsistencies with the surgical technique or other findings that could explain or have contributed to the later revision. According to the provided revision report, the patient had increasing symptoms, evidence of metallosis with pseudotumor formation and increase iron in his blood stream. During the revision, a large amount of heterotopic ossification was noted at the anterior capsule. The acetabular component was noted in a very horizontal position and the posterior inferior portion of the cup was partially buried within the acetabulum. The cup was not removed to prevent damage of the acetabulum and a third-party product was placed inside. Based on the report, no documentation on the patient reported swelling, hearing loss among others was provided. Whether there exists a relation between the heterotopic ossification, the high iron blood concentration and the reasons for the revision remains unknown. Detailed information on the reported metallosis and pseudotumor was not provided. No x-rays were provided to show the horizontal position of the cup. Nevertheless, sub-optimal implant position may lead to early implant failure. It was also noted that a competitor's femoral stem, femoral head (zimmer biomet) were implanted at the time of revision, alongside the remaining bhr cup. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
Bilateral patient. It was reported that left hip revision surgery was performed due to pain, increased metallosis and pseudotumor formation. Both metallic bhr resurfacing components were explanted. The patient was awakened from anesthesia without any complications and transferred to the pacu in stable condition. The primary bhr left hip surgery was performed on (B)(6) 2008.